Manufacturer narrative:
61. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint of "missing plastic ring near the arm". For clarification, the instrument was found to have the conductor wire cap missing from the distal end. The instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. A review of the remotefe log confirmed that the instrument has "0" uses remaining. Advance failure analysis was completed and confirmed the conductor cap was missing. Visual inspection showed the yaw pulley post that retained the conductor wire cap was broken off and attached to the distal clevis ear that was cut off during primary fa to check for conductor wire damage. If the yaw pulley post breaks off, the conductor wire cap can dislodge from the instrument. Breakage of the yaw pulley post is likely due to mishandling/misuse, such as excessive force applied to distal end of instrument. Further review of backend components showed a brown discoloration on most of the plastic components, including the chassis and roll input gear. This discoloration may be related to improper reprocessing. The life indicator position was consistent with a rotated indicator (expected position for instrument end of life); however, the red pad printing on the flag was removed. As a result of pad printing removal, when viewing the end of life status window on the chassis, a white dot was visible instead of red, which made it appeared that the flag was not turned. Main tube degradation, discoloration of backend plastic components, and pad printing removal are all potential indicators of improper reprocessing. Based on the failure analysis results, the initial MDR report is being retracted as the yaw pulley post that retained the conductor wire cap was broken. The conductor wire cap could dislodge from the instrument if the yaw pulley post came off. Breakage of the yaw pulley post is due to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Sections b1 and h1: correction - updated to reflect that this event remains reportable as an adverse event. In follow-up #1, it was noted ¿based on the failure analysis results, the initial MDR report is being retracted as the yaw pulley post that retained the conductor wire cap was broken. The conductor wire cap could dislodge from the instrument if the yaw pulley post came off. Breakage of the yaw pulley post is due to mishandling/misuse.¿ the statement that the MDR was being retracted was incorrect. Although it was determined that the instrument breakage was due to mishandling/misuse, this complaint remains reportable as an adverse event as the missing fragment may have fallen inside the patient and was not retrieved.

Manufacturer narrative:
67, 4315 - isi requested for the pch instrument involved with this complaint to be returned for evaluation. However, as of the date of this report, the pch instrument has not been returned. Therefore, the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The pch instrument (model #: 470183-12; lot #n10180820-0194) was used intraoperatively for approximately 8 minutes. Based on the information provided at this time, this event is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed a missing plastic ring near the hook of the pch instrument before the instrument was used inside the patient. The customer performed an x-ray test but could not locate the object inside the patient. Therefore, it was alleged that the plastic ring of the pch instrument may have fallen inside the patient and was not retrieved. At this time of this report, it is unknown what caused the plastic ring to fall off from the instrument and if it was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed a missing plastic ring near the hook of the permanent cautery hook (pch) instrument. They were not certain if it fell into the patient. They took x-rays but could not locate the object inside the patient. So, they were led to believe nothing fell inside the patient. The customer used a backup instrument to continue with the procedure. The procedure was completed with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the instrument was inspected prior to use and they did not notice any issue. After the instrument had been installed on the da vinci system but before it was used inside the patient, the operating room (or) staff noticed a plastic piece near the hook was missing and immediately removed the instrument. The customer did not believe a fragment fell inside the patient since the instrument was removed before use. A backup instrument was used to continue with the surgical procedure. The procedure was completed with no reported patient injury. The customer performed an x-ray test on the patient and followed all proper channels to check for any missing fragment. In relation to the reported event, on (B)(6) 2019, isi received medwatch report (uf/importer report # 1901760000-2019-8039) with the following information: "xi robotic hook had a piece of plastic break off from the handpiece. When putting the handpiece into the patient, it was noted that a small piece of the plastic was bent back. Piece was retrieved; however, when comparing to another hook handpiece it could be seem that a small football shape piece of plastic was missing approximately 2cm. X¿rays were done, field and abdomen checked and trocars, nothing was seen".